Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having problems with the insulin pump. The customer stated they could not get back to the face screen when mashing the buttons and pressing back to where it's supposed to be. The insulin pump will not be returned for analysis.